Manufacturer narrative:
Philips received a complaint on the mrx monitor/defibrillator indicating that the device had "no charge". A good faith effort attempt was made to obtain additional information regarding the nature of the event. Additional information received determined that no further clarity could be given on the "no charge" issue experienced, but the issue was stated to of occurred during the operational check. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a failure, but the reported problem was not able to be duplicated. The device was determined to be operating normally. Therefore, the device remains at the customer site fully functional. Based on the information available and the testing conducted we were unable to replicate the reported problem. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib expereinced a "no charge" issue. There was no reported patient impact or injury.